Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the pump is at room temperature and the alarm does not clear unless the pump is plugged into a power source for 30 minutes. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had a backup method of insulin delivery available.